Manufacturer narrative:
UDI: (B)(4). A manufacturing record evaluation was performed for the finished device [1719m3013r] number, and no non-conformance were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep via email that during return inspection, it was noticed that the fms tornado micro handpiece with buttons would not change speeds and would not turn off after started. It was not reported if there was a delay in the surgical procedure. It was not reported if a spare device was available for use. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the device was received and evaluated at the service center. The reported complaint that the device will not change speeds and will not turn off after started was confirmed. It was found that the motor, motor cable and the buttons of the keypad were defective. The defective components were replaced, a preventive maintenance was performed and the tested and found to be working according to specifications. Fluid ingress into the device is one possible root cause which may have damaged the motor and the motor cable. However, given the information provided, we cannot determine a definitive root cause for the defective keypad of the hand control set. The defective components of the device would have caused the device to not function as intended as reported by the customer. A manufacturing record evaluation was performed for the finished device [serial number : (B)(6)], and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.